Event description:
Procedure type: laparoscopic nephrectomy. According to rptr: after the trocar was inserted, when inner cylinder was taken out, gray seal part fell into the pt cavity. The piece could be retrieved. Used another device. No bleeding. No tissue damaged. Not extended more than 30 mins. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B) (4).